Event description:
It was initially reported by the customer on (B)(6) 2014 that outlook es infusion device caused an over infusion to the pt. Customer stated the set rate of this infusion to be .1ml/hr with a total volume to be delivered of .4ml. Customer states that the device infused correctly (.1ml/hr) during hour one and two, hours three and four it infused .2ml each instead of the set rate of .1ml/hr. Customer reports no pt injury as a result of this reported issue.

Manufacturer narrative:
The reported complaint was not confirmed as it could not be duplicated. Upon receipt of this reported device from the customer, the device underwent a thorough investigation which included one volumetric accuracy eval at a rate of 120ml/hr with vtbd of 10ml with results in specification at 9.96ml. Three volumetric accuracy evals at a rate of .1ml/hr with vtbd of .4ml with results in specification and no alarms during infusion or kvo, the results are as follows: 1st test: .397ml or 99% of expected volume delivered; 2nd test: .416ml or 104% of expected volume delivered; 3rd test: .415ml or 104% of expected volume delivered. Operation log review: on (B)(6) 2014, at 18:07pm an infusion start of .1ml/hr and vtbd of .1ml. At 19:08pm infusion went into kvo and stopped by an upstream occlusion with volume infused of .1ml. At 19:08pm an infusion start of .1ml/hr and vtbd of .1ml. At 20:09pm infusion went into kvo and stopped by an upstream occlusion with a volume infused of .2ml. At 20:09 an infusion start of .1ml/hr and vtbd of .1ml. Infusion was put on hold at 21:05 by design pump does not record volume infused less than .1ml. At 21:05 an infusion start of .1ml/hr and vtbd of .1ml. Infusion was put on hold at 22:04. By design pump does not record volume infused less than .1ml. Note: placing pump on hold does not reset volume infused, infusion will continue unless vtbd is changed.